Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient contacted boston scientific's technical services (ts). The patient reported wearing an (B)(6)/iwatch on left wrist. The other day, the patient's wrist was up near the pocket site. The patient did not experience loss of consciousness, lightheadedness or dizziness but felt that "something may have happen". The patient discussed possible pacing inhibition. The patient was informed to keep the (B)(6)/iwatch greater than 6 inches away from the pocket site. The patient was planning to pay more attention to ts's recommendations. The available information suggest that the device remains in-service.